Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. Based upon the information from olympus australia there was the possibility that the reported phenomenon was attributed to the unexpected stress applied on the electric cable unit due to the user handling.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during a laparoscopic procedure using the subject device, the scope communication error e216 was displayed on the monitor. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event. Olympus australia checked the subject device and found that the reported events was not duplicated, and also found that the image of the subject device had noise such as pink vertical lines when the camera cable of the subject device was manipulated. Olympus australia repaired the subject device replacing to new camera cable.